Manufacturer narrative:
The customer reported that the pacing was not working on the bsm (bedside monitor). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the pacing was not working on the bsm (bedside monitor).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the pacing was not working on the bsm (bedside monitor).the customer was advised to try a different trunk cable and leads. The device was not sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.